Event description:
It was reported that the patient experienced positional tension and discomfort on the leads. Surgical intervention took place on (B)(6) 2025 wherein the ipg pocket was repositioned up to the mid back to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.